Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer and a stainless steel guidewire. No obvious usage residues were observed on either sample. No damage was observed on the microintroducer. An attempt to pass the guidewire through the microintroducer was unsuccessful. Microscopic inspection of the guidewire revealed the coil wire was misaligned and protruding at the proximal end of the guidewire. The functional process of using this device would have first required full passage of the wire through the introducer needle (prior to usage with the microintroducer). No difficulty was reported during this initial step suggesting that damage had may have occurred during use. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that on (B)(6) 2024, a PICC outpatient nurse found that the end of the PICC catheter guidewire of bard vascular access systems was distended and could not be inserted into the guide sheath when examining the materials before performing PICC intubation on a patient. Immediate replacement of the product allowed the patient to be intubated smoothly without causing harm to the patient. Additional information 07/26/2024: it was reported by the customer, the guidewire has a bulge and cannot enter the tear sheath. (B)(6) 2024 - during evaluation of the returned guidewire, it was found to exhibit misaligned coils at the proximal end.